Event description:
Pt given IV contrast in preparation for CT scan. Pt experienced allergic reaction including swelling, nausea, hypotension and breathing difficulty. Dose, frequency & route used: 125ml; 1 dose, intravenous. Diagnosis for use: CT scan, radiopaque agent.